Event description:
Overdelivery of lipids reported. The pump was set to infuse lipids via in-line soluset at 19ml/h. A 305ml bottle was hung, and nurses would put 38ml of the lipids into the soluset every 2 hours. The infusion was expected to run over approximately 16 hours, but the 305ml container was reportedly empty after just 9.5 hours. The pt did not experience any adverse effects. No add'l info was available.